Event description:
It was reported that a cartridge alarm occurred during the loading process. There was no reported impact to the customer's blood glucose level as the customer declined to answer specific blood glucose questions. Technical support assisted the customer in properly loading a new cartridge, and the customer successfully resumed insulin therapy.